Manufacturer narrative:
Block d2b: pro code (product code): qrb additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5001810, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration which was confirmed through x-ray. During the lead revision procedure, a lead was replaced as it was damaged when the physician was trying to access and reposition it. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.